Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a high threshold, which led to rapid battery depletion in the implantable pulse generator (ipg). The ra lead was capped and replaced, and the ipg was explanted and replaced. During the replacement procedure, a new ra lead was implanted but required multiple re-positions due to poor signal attenuation in the right atrium. After reprogramming to achieve adequate sensing and acceptable thresholds, the new ra lead was sutured down and retested. A high impedance elevation was noted and it would drop to the normal range when manipulated around the area of the suture sleeve. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.